Event description:
Silk road medical reported the following: physician was having difficulty getting access with micropuncture, had to stick artery numerous times. Once arterial sheath was inserted we took view of sheath and then hooked up nps system. Physician had difficulty putting the .014 wire up into the ica. We switched out our wire for a new one and was then able to engage the ica. Physician then ballooned with a 6x20 sterling and followed with a 10x40 enroute stent. After stent was deployed, he took a run and realized there was a large dissection and converted to cea. Patient woke up after cea and stent was explanted. Patient was neurologically intact and went home next day.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Physician was having difficulty getting access with micropuncture, had to stick artery numerous times. Once arterial sheath was inserted we took view of sheath and then hooked up nps system. Physician had difficulty putting the .014 wire up into the ica. We switched out our wire for a new one and was then able to engage the ica. Physician then ballooned with a 6x20 sterling and followed with a 10x40 enroute stent. After stent was deployed, he took a run and realized there was a large dissection and converted to cea. Patient woke up after cea and stent was explanted. Patient was neurologically intact and went home next day.